Manufacturer narrative:
Pt's gender: unk. The facility reported a sample will be returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "fiber separated from handle" (material separation). A customer reported the fiber separated from the handle of the laser probe. The bonding between them seemed to be weak. The problem was solved after replacing product with another one. There was no patient impact was reported.